Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit powers itself-on. Battery is completely depleted. The customer reported there was no patient involvement.

Manufacturer narrative:
The facility technician reported that the replacement of the interface board and power switch overlay corrected the reported problem. He added that the problem has not recurred since this repair. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.